Manufacturer narrative:
Updated information: d4 UDI number updated. G1 MFR site name removed danvers.

Manufacturer narrative:
B5. Additional event description added.

Event description:
Additional information received reporting "the leak was not resolved, and the pump cannot be collected due to a device infection."

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that they found purge fluid leaking from purge side arm of their impella 5.5. The purge fluid flow rate did not change, but the purge pressure changed from 400 mmhg/s to 600 mmhg/s. The complainant also confirmed that there was water pooling on the rubber diaphragm. The flow rate of the actual purge fluid and the total volume were almost the same. There are no problems with the pump drive at this time. No patient harm has been reported.

Manufacturer narrative:
The explant date was provided and d6b updated.